Manufacturer narrative:
Tracking number: (B)(4). Device has been received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the idrive was assembled and the device was attached with reinforcement material. They attempted to fire the reload and it stopped after only a few mm. They waited and tried to fire it again and it would not advance. They switched out the battery and tried a new reload with seam guard. This reload also fired only a few mm. They got a whole new idrive set and everything worked well. There was no reported patient injury or adverse event.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two reloads opened by the account. This evaluation was based on a medical and medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge revealed that each reload was partially fired to the 4 cm cut line. The anvil clamping mechanism was deformed on both. Each reload was loaded into a post market vigilance instrument and tested satisfactorily. Replication of the deformed anvil clamping mechanism may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The file will be closed as a misuse of the product for the reported condition of partial firing. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.